Event description:
No additional event information available.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired four times, the last repair being for the machined head having dents in it reported on 20 march 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) hospital that the dial that determines thickness on a dermatome did not work and was inaccurate. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device by zimmer australia on (B)(6) 2019 noted that the returned air hose had a hard inner tube. The dermatome was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the dermatome by zimmer taiwan on 28 january 2019 noted that the device was out of calibration at all four settings, but the motor ran within motor speed specifications. It was noted that the motor, multiple bearings, an o-ring, reciprocating arm, an external e-ring, and the hose were defective and required replacement. Repair of the device occurred on 6 june 2019 and involved replacing the motor, multiple bearings, o-ring, reciprocating arm, external e-ring, and the hose as well as recalibrating the device. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the calibration was out of specifications at all four setting which would give the impression that the thickness control lever is operating as intended, it cannot be determined from the information provided as to what caused the device to fall out of calibration. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dial that determines the thickness of the skin graft did not work and it was inaccurate causing the dermatome to take a much thicker graft than what is required. Subsequently this caused patient harm due to tissue harvest and there was a an increase in surgical time. The surgery was completed using an alternate device.